Event description:
It was reported while the pt was walking at home, they felt a pop. Revision was performed.

Manufacturer narrative:
An eval of the device cannot be performed as the revised device was discarded in the op room and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical record(s) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.